Event description:
It was reported that the customer received a low reading from sensor, triggering the insulin pump to threshold suspend, when her blood glucose was not low. The sensor reading was 50 mg/dl while her blood glucose was 150 mg/dl. Customer also reported receiving calibration errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.